Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The available black box showed no signs of a voltage drop. The pump electrical currents were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were found to have no defects. The pump was run for 24 hours and no reboots, power losses or overheating occurred. The pump was opened to find no damage to the power circuit or moisture. The complaint of no power during investigation was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked above the grip pad. The battery was not returned with the pump.